Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No.: (B)(4). It was reported that there was a burn found on the left flank of the patient's body following an av nodal ablation that was performed. The burn was noticed once the indifferent electrode was removed and it appeared to be around the edges of the patch. Upon receipt of the stockert generator, the unit was tested for safety and functionality and was found acceptable. Functional and safety tests were performed as well as the preventive maintenance. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test failure were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that during an av node ablation procedure a patient skin burn was reported. The case was set up by the staff to originally use ept generator, so a split return electrode patch was placed on the patient's back. The physician then agreed to use stockert generator for this procedure. The staff was advised to use (B)(4), single electrode patch, so they added the additional patch to the patient's flank. The physician used a 4 mm celsius catheter, but was not seeing desired result, he continued ablating. The physician then requested to see the electrograms from the catheter on the ep med system. The (B)(6) representative turned on the ep med system, but no electrograms were seen. The (B)(6) rep added a third grounding return electrode patch to the patient's leg and plugged this into the jumper on the pin box and electrograms were displayed. The physician continued ablation still with no result, then requested to switch to the ept generator. No result was achieved using the ept generator either. The physician then used a retrograde approach and had success with this. After patient was taken from the room, it was reported that the patient suffered skin burns under the patch on the flank that was used with the stockert generator. The degree of skin burn was not as non-severe, burn degree was unknown. The skin burns were described as near the edge of the patch and caused the patient's skin to slough. Silvadyne was used to treat the burn and a surgeon was consulted for good measure, although no additional treatment was advised. Later, the staff told the ep physician that they noticed upon removal that the return electrode patch was not flush with the skin and was wrinkled. The physician attributed the burn to this incorrect placement of the patch, not bwi products. No further treatment was required according to the physician and consulting surgeon.